Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearings were worn and loose causing the device to fail for vibration. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted thus not able to function. It was determined that this was because if the cutter was able to be inserted with this type of damage and the device was ran, it would create heat or vibration or noise or all three from the damaged bearings. In this case, the heat and vibration were caused by the worn and damaged bearings that were no longer in axial alignment creating vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.